Manufacturer narrative:
This report is submitted on december 2, 2022.

Event description:
Per the clinic, the patient experienced inflammation at the magnet site that was treated with oral and topical antibiotics. The implant remains in-situ.